Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a coronary planned treatment/non-emergency treatment which was delayed. Azurion system was rebooted and lowed the dose and number of fps. In low dose the exam was completed. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to produce x-rays. Review of the system log files showed x-ray generator hv out of range errors. Fse performed functional tests like x ray tube conditioning and adaptation, generator leds check and filament test in pcs. Fse replaced hivo module in the generator and did require calibrations and tests. After that system was working fine. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not product x-ray radiation. There was no reported patient or user harm.